Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The decision of clinical reason for planned explant mentioned as apparently back surface of corner on iol and refractive error. Additional information has been received and stated that, the iol was exchanged in secondary procedure.